Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: july 07, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed an infection and underwent revision surgery. A patient underwent a fusion procedure in (B)(6) 2016 to correct a charcot foot. He was implanted with a variable angle locking x-plate, two 2.7 millimeter cortex screws and three lag screws. Subsequently, the patient developed pus which drained from his foot. On (B)(6) 2016, the plate and two cortex screws were explanted easily and intact; the three lag screws remain implanted in the patient. There was no surgical delay. Cultures were taken; the results are unknown. The procedure was successfully completed. Patient outcome was reported as stable. This is report 1 of 3 for (B)(4).